Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the tvc55, ems and er420 all malfunctioned (no further details available). New instruments were used to complete the case. There was no consequence to the pt.